Manufacturer narrative:
We were unable to further investigate and validate the consumer complaint as the product was not returned. The picture provided by the consumer didn't have the lot # so that we were not able to ask the manufacture to validate the consumer complaint by reviewing and retesting the retain samples.

Event description:
Bristles falling out.